Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the vasoview 7x bisector shaft was sticky in the cannula. It was difficult to slide the bisector shaft in the cannula. A new kit was used to complete the procedure. There were no patient effects. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(4) 2010, for investigation. A visual inspection revealed that the bisector and cannula had signs of clinical usage. The bisector shaft was sticky and required additional force to slide it in and out of the cannula port. Based upon these findings, the reported complaint was confirmed. A lot history record review was completed for the product. There was no nonconformance which could be attributed to this failure mode. A supplemental report will be submitted if additional information is obtained. (B)(4).